Manufacturer narrative:
(B)(4). Batch # p58t57. Device evaluation: the analysis results found that a sr75 reload was received with the right gripping surface broken off making the reload nonfunctional. In addition with the swing tab in locked position, and unfired. No functional testing was performed due to the condition of the reload. The condition of the swing tab in locked position, and unfired is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. It is possible that the damaged on the right gripping surface was due to an improper handling of the device. For more information please refer to the "instructions for use". The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, could not fire. During the open lobectomy, could not fire when severing the pulmonary fissure. Another device was used to complete the surgery. There were no adverse consequences to the patient.